Event description:
It was reported that the right ventricular (rv) lead triggered a warning due to a high number of low impedance paces. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4058m45 lead, implant (B)(6) 1994. (B)(4).